Event description:
On sep 27, 2005, pt received an injection of artzal (supartz) in her both knees. The pt's blood pressure was the level of 183/73 on the same day. In 2005, the suspect adverse events started. The pt fainted 2 times at home and her blood pressure was the level of 78/58. She also got an extensive hematoma around her right ankle and foot. ECG normal, leukocytes 7800/mm3, hemoglobin 13.2 g/dl. Thrombocytes 25.7 x 1000/mm3. Artzal medication has been stopped and the pt has fully recovered. The pt was admitted to hosp over one night because of the sae. The treating physician's comments: it is possible that the hematoma was a cause of the pt falling over (the physician was not absolutely certain). The indication for the concomitant drug metoprolol succinate was hypertension.